Event description:
Doing a robotic-assisted hysterectomy with use of a non-disposable monopolar cord with the triad machine. All of a sudden the cord attached to the machine was on fire. Turned the machine off, changed cable, informed biomed and proceeded with the case. No harm to patient.